Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that an expedium polyaxial screw and a peek rod broke post operatively. See mfg medwatch report number 1526439-2013-22290 for the peek rod that was involved in this event.

Manufacturer narrative:
Visual inspection of the returned expedium si polyaxial screw found breakage occurred approximately halfway down the length of the screw shank. The second half of the screw shank was not provided for evaluation. Fracture analysis revealed a fractured surface which exhibits minor scratches and smooth shiny areas indicative of the two surfaces rubbing against one another post-fracture. Striations indicative of fatigue are also seen. Review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Fracture analysis of a viper2 peek road that was involved in this event (see mfg medwatch report no. 1526439-2013-22290) revealed deformation of material indicative of the rod rubbing against the pedicle screw head post fracture. The cause of screw breakage is undetermined. However, according to operative notes, the patient felt a pop in the lower back during a flexion-type motion. Also, if there was a nonunion, this may have contributed to the reported hardware failure. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.